Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0097 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (redy0097) have been reported from multiple facilities in (B)(4).

Event description:
Infection. Ade start date: (B)(6) 2021; ade end date:(B)(6) 2021. Sade start date: (B)(6) 2021; sade end date: (B)(6) 2021. The event is a bloodstream infection and occurred on the right side of the body. Moderate severity and related to the device (catheter) and unlikely related to the procedure and unlikely related to the accessories (guidwire, stylet). The event is not related to a pre-existing condition. Action taken: hospitalization. Outcome: recovered, no sequalae. The patient was treated for breast cancer with chemotherapy. On (B)(6) 2021 the patient had symptoms which indicated infection on the right arm, where the PICC line was placed. The patient was treated with peroral dicillin for 2 days. On (B)(6) 2021 the patient was hospitalized due to decreasing fever and the antibiotics where changed to i.v. Treatment with tazocin. The PICC line was removed on (B)(6) 2021. Blood samples showed increasing infection numbers. This i.v. Treatment has shown effect, and with decreasing infection numbers and fever. The patient was discharged on the (B)(6) 2021, still receiving i.v. Treatment for another day as and outpatient at the medical day care unit.